Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the pump software delivered an "unexpected auto bolus at night" resulting in the low bg. Customer consumed carbohydrates to address the bg. Tandem technical support determined that the pump was operating properly and recommended the customer utilize sleep activity during the night. Customer acknowledge and understood and continued to use pump for insulin therapy.